Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The nose cone was also detached and was not returned. No other problems were noted to the stent and delivery system. Product analysis did not confirm the reported event of stent partially deployed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the reported event was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed damage. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic transgastric drainage procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed, but the handle jammed causing the stent to not fully deploy. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic transgastric drainage procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed, but the handle jammed causing the stent to not fully deploy. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.